Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. Expiration date: 01/2021.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self-activated. There was no patient contact.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self-activated. There was no patient contact.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date, the quantity affected is one unit. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passes the drop test without self-activating. However, complete functional testing was not completed before the device was disassembled to review internal components. Therefore, as no failure was identified and complete functional testing was not completed, the investigation will remain inconclusive for the alleged self-activation. Upon disassembly it was noted that the left bumper was bent and the cannula tangs were unable to completely lock into place. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h3, h6 (results, conclusions) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.